Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain and leakage.

Event description:
A healthcare professional reported left side pain and leakage confirmed by MRI. The device has been explanted and replaced.

Event description:
Healthcare professional reported, left side pain. And leakage confirmed, by MRI. The device has been explanted and replaced with a non-allergan brand.

Manufacturer narrative:
Additional, changed, and/or corrected data: photo analysis device visual analysis of the photographs identified two devices, one device appears to be intact with red particles in the surface of the shell and the other have the opening. Devices not labeled by explant side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
A healthcare professional reported left side pain and leakage confirmed by MRI. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Event description:
Healthcare professional reported left side pain and leakage confirmed by MRI. The device has been explanted and replaced with a non-allergan brand.